Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the w18 flex cable was unplugged at the user interface pcb assembly. Physio re-seated the connector into the user interface pcb assembly, which resolved the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that the service indicator is illuminated on their device. There was no patient use associated with the reported issue. Upon evaluation of the customer's device, physio-control observed that the device would not power on using either ac power or batteries.